Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving intrathecal unknown morphine drug (concentration and dose unknown) and bupivacaine (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient has had recurrent motor stalls beginning in november of this last year, the most recent being (B)(6) 2023 at 12:40am and recovering at 1:30am. It was noted they have all recovered but the times they occur are random, and the duration before recovery continues to increase. The patient has also had issues with significant volume discrepancies at refills. There had been a discrepancy of 10mls and 12 mls. A dye study was just done and everything came back normal, and the physician was able to aspirate the catheter. The patient has had no symptoms and was unable to hear his pump critically alarm. It was confirmed the patient has not had any mris and reviewed potential electromagnetic interference (emi) sources. Technical services confirmed the  physician was positive he had been in the reservoir during refills and discussed imaging. The physician denied any pump pocket fills and was very experienced. It was noted the rep had a feeling the patient would get this pump replaced.